Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a curved opening on posterior and creases flat. Leak test and microscopic analysis were performed which identified delamination of the valve, wear abrasion, and a curved striated opening on posterior. Based on the device analysis the final assessment was partial delamination of the valve due to adhesive failure, and a curved striated opening on posterior due to surgical damage consistent in the use of a surgical tool.

Event description:
Device has been explanted.